Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 325cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, during an in-office visit, with right breast capsular contracture (baker grade iii). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct date of explantation was on june 14, 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient is white and that the correct date of event was on (B)(6) 2021. The patient was 62 years old at the time of event. The right breast was characterized with hardness and tightness. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On july 21, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On october 20, 2022, mentor received additional information indicating that the patient's implant was replaced with a 400cc mentor memorygel breast implant (catalog: 3504001bc lot: 9734571 sn: (B)(6). On november 2, 2022, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2022. During the explantation surgery, the patient also underwent right breast capsulectomy, and fat grafting to the right breast.